Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.